Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the company representative was at the hospital for a case with a different patient and was informed by a physician that the patient had an explant of their pump and catheter related to infection. It was noted that the physician stated that the patient presented to his office on a previous unknown date where he cultured the implant incision and started the patient on antibiotics. The pump and complete catheter were removed and would not be replaced in the future. It was unknown if the issue was resolved at the time of the report. The pump and catheter were discarded by the hcp. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were unknown / unavailable. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.